Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor diaphragm was stuck to the top of the housing. The flow sensor was recommended for replacement.

Event description:
The hospital reported the delivered tidal volume was not as expected. There was no report of patient involvement.